Manufacturer narrative:
(B)(4).

Event description:
It was reported during a device replacement for eri, loss of capture was observed on the new device. The device was replaced. The patient's condition is good after the procedure.